Manufacturer narrative:
(B)(4). The lead remains implanted and this patient's follow-up schedule was increased. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture, undersensing and low sensing measurements. An echocardiogram was negative for a perforation. However, a perforation was still noted to be a potential cause of the reported clinical observations. No adverse patient effects were reported.